Manufacturer narrative:
No product issue was identified. Review of the data indicates that the patient 1 sample was at the limit of detection (lod) of the assay and the patient 2 sample was delayed. The alleged samples were both collected in 1.5ml of saline. Per the assay method sheet, samples should be collected in pre-measured 3 ml of 0.9% physiological saline solution. The off-label collection likely contributed to the generated results. Collecting samples in less saline than what was validated will result in a more concentrated sample. As a result, a smaller concentration of a target can be detected when it would not have been detected if collected in the validated amount of collection media. Although it cannot be confirmed, this is likely what occurred.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from japan alleged discrepant results with two patient samples using the cobas® sars-cov-2 & influenza a/b assay for use on the cobas® liat® system. The alleged samples initially generated sars-cov-2 positive, influenza a negative, and influenza b negative results. The customer also indicated that both samples were repeated on the cobas liat the same day generating the same sars-cov-2 positive result, but no data was provided for review. New samples were collected from the patients at a different facility and tested on a competitor device (details unknown) and the results were sars-cov2 negative. The results were reported. Although requested, it is unknown which results were reported. To date, no harm is alleged. Per FDA¿s eua guidance, 2 mdrs will be filed.